Event description:
During an arthroscopic labral repair procedure, the physician (B)(6) utilized a speedstitch suturing device and suture cartridge to stabilize the tissue. It was reported that when the physician tried to pass the stitch, the suture cartridge "popped" out of the handle shaft. No patient injuries were reported as a result of this event. The physician completed the procedure arthroscopically with no further complications.

Manufacturer narrative:
Device 1 of 2. Reference manufacturer report: 2032380-2011-00120. The lot number for the device was not available; therefore the manufacturing and expiration dates cannot be provided.